Event description:
On (B)(6) 2025, a patient underwent a percutaneous transhepatic cholangiographic drainage (ptcd) procedure performed under CT guidance using the navarre universal drain. Prior to the procedure the physician inspected the drainage catheter package, and it was found that the tip of the drainage tube was cleft and damaged, making the accessory unsuitable for use. The issue was identified during the procedure. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. Two electronic photos were provided for review. The first photo shows the partial view of a clinician holding the drainage catheter. The provided photo was unclear. The second photo shows the partial view of drainage catheter placed over the product label in which product details was mentioned and verified with tw details. No anomalies were noted. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported catheter tip fracture issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion) . Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transhepatic cholangiographic drainage (ptcd) procedure performed under CT guidance using the navarre universal drain. Prior to the procedure the physician inspected the drainage catheter package, and it was found that the tip of the drainage tube was cleft and damaged, making the accessory unsuitable for use. The issue was identified during the procedure. The procedure was completed using another device. There was no reported patient injury.